Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat the patient. It is reported that radial access was used and the lesion was pre-dilated. It is indicated that the stent could not cross the lesion and that during use, the stent was deformed. The physician removed the stent from the patient. No patient injury reported.

Manufacturer narrative:
Additional information: the target lesions were in the proximal cx with a 90% stenosis/critical narrowing and a distal to second obtuse marginal (om2) lesion with 75% stenosis. Device was inspected before use. Resistance was noted advancing the device. It is reported that a second non mdt device was also used and could not be delivered with buddy wire technique. Procedure was completed with another stent. Photo evaluation: two photographs were received from the account capturing what appears to be the resolute integrity 3.0x22mm stent. Stent deformation is evident to one of the mid stent wraps with struts raised. The stent deformation can be confirmed as reported by the account. Product analysis:kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. The stent was kinked and there was deformation to the 9th and 10th distal stent wraps with struts raised. There was slight deformation to the distal tip. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.